Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient got a "zing" when working with their spinal cord stimulator (scs) system at the caller's MRI site. The caller was unsure if the patient was putting ins into MRI mode or turning stimulation on or off at the time the zing occurred. No further complications were reported. No additional patient symptoms were reported.